Event description:
It was reported that a malfunction occurred on a pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer experienced multiple occurrences but was able to reset the pump and continue using it. Cts resolved the issue by sending a replacement pump with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.